Event description:
Literature report: endoscopy 1997; 29, p.337&339. The stent became dislodged in the stomach 3 months after positioning. Endoscopic removal was performed and the wire broke in the esophagus when almost half of the prosthesis had already been pulled out from the pt's mouth. The distal edge returned roughly inside the stomach, causing perforation of the lower thoraic esophagus. A percutaneous endoscopic gastronomy was performed. During the same endoscopic procedure, a double-lumen nasoesophageal salem tube was placed. Pt died 30 days after the procedure. Physician concluded: "since this complication entails high risk of perforation of the thoracic esophagus, which is usually lethal in pts with advanced esophageal cancer, surgical removal should be considered.